Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted for an unspecified reason. Additional information was sought from the local area sales representative, however, no additional information was available. To date, no adverse patient effects were reported with this clinical observation.